Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported that a nurse had helped the patient turn therapy off during a hospital visit 2 weeks prior to this report and the patient had been unable to turn stimulation back on since. Poor communication was reported on the patient programmer (pp). They were unable to communicate with the implantable neurostimulator recharger (insr). The patient was sure the implantable neurostimulator (ins) was charged. Unplugging the antenna on the pp resolved the issue; they were able to connect without the antenna. The patient was advised how to turn stimulation on without the antenna but became frustrated and hung up without warning. No troubleshooting with the insr had occurred before the patient hung up. Additional information received from the patient reported that she needed help turning stimulation on. Her pp was not connecting and she had tried with and without the pp. Batteries had also been changed. She hadn't recharged the ins since (B)(6) 2015 and it was at ¾ battery at that time. She did not have the insr at the time for troubleshooting and to check the battery level. It was reviewed that the ins needed to be recharged to get a connection and the patient responded ¿forget about it¿ and hung up. The issue with the pp was alleged to have been occurring for 3 weeks. Relevant medical history included failed back surgery syndrome. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.